Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that unable to lift the flap which resulted in incomplete flap in the unknown eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses the patient unknown, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specifications as per service installation record. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. During an on-site visit by the local field service engineer opened for the reported event it was not possible to duplicate the event. The field service engineer still decided to exchange the x-y-scanner as a preventive measurement. During the next three surgeries no issues were observed. The replaced scanner, current state of issue and logfiles were requested but not received. The manufacturer internal reference number is: (B)(4).